Event description:
The patient reported that the device was explanted and replaced due to some program problem and the device went early. The patient also reported to have complications with a pneumothorax. It was also reported that the device longevity was reduced because the right atrial (ra) lead had no capture, a threshold increase and impedance decrease. Reprogramming caused pocket stimulation. It was reported that the right ventricular lead (rv) had also failed. Both leads were explanted and replaced with the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.